Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexible stiffening cannulas are difficult to remove from the ultrathane mac-loc locking loop multipurpose drainage catheters during drainage catheter exchange procedures. The stiffening cannula seems to "stick" toward the bottom of the drainage catheter and becomes difficult to remove. It was stated that this has been happening for a while. The customer did clarify that they are flushing the catheters and stiffeners. No patient specific information was provided or a number of occurrences. (Reported under patient identifier (B)(6). On one occasion, the shaft of the stiffening cannula broke upon attempted removal (reported under patient identifier (B)(6). The catheter was placed and worked without further incident. No intended portion of the device remained inside the patient. Upon speaking with other physicians, it was stated that the same issue has been occurring at other facilities as well. This is addressed in this report with patient identifier (B)(6). No adverse effects or additional procedures for any patients have been reported due to this occurrence.